Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient's left knee was revised. As reported: "pain and instability. All available information submitted." A 6x9 cr insert was revised to a 6x13 cs insert. Rep provided x-rays, primary operative report, and explant picture.

Event description:
Patient's left knee was revised. As reported: "pain and instability. All available information submitted." A 6x9 cr insert was revised to a 6x13 cs insert. Rep provided x-rays, primary operative report, and explant picture.

Manufacturer narrative:
An event regarding instability & crack/fracture involving a triathlon insert was reported. The event was confirmed by review of the case by a medical consultant. Method & results: device evaluation and results: visual inspection: as per the medical review comments, having reviewed the provided photograph of the explanted insert: 'provided poly image shows posterior portion fracture' material analysis,functional and dimensional inspections could not be performed as the device was not returned.  Clinician review:  a review of the provided medical records by a clinical consultant stated the following comment: 'provided x-ray confirms instability. Provided poly image shows posterior portion fracture, need revision report to confirm if poly fracture was due to trauma from explantation, need additional information; revision operative reports, clinical and past medical history, additional serial dated x- rays and examination of explanted components.' Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot.